Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart mrx had a therapy delivery failure. There is no indicaiton of patient involvement.